Event description:
Attorney alleges plaintiff sustained ruptures of both silicone breast implants with resulting silicone leakage into her breast cavity and body. Attorney also alleges the plaintiff has suffered severe medical problems and disease including myelodysplasia.